Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud unusual noise and heated up (118.1 degrees in 45 seconds should be less than 118 degrees in 10 minutes). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was making a high pitched noise and the bearings were going bad. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.